Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, while the patient was at work, she lost consciousness and her co-workers called emergency medical services. At the time of the event, it was reported her cgm displayed 100 mg/dl, but her bg per ems was 14 mg/dl. The patient was treated with glucagon, IV glucose and transported to the hospital. The patient received a neurological examination, head CT scan, electrocardiogram and unspecified blood tests. At an unspecified time during her hospitalization, her cgm displayed 192 mg/dl but her bg was 129 mg/dl. The patient was released from the hospital after 24 hours and had fully recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.